Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose (bg) level was 513 mg/dl as a result of this issue and recent settings adjustments. Customer subsequently went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin. Customer was released from the ER 4.5 hours later. Reportedly, a new cartridge was loaded to address the issue.